Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device was found to run smoothly and passed all manufacture's functional specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the tip was drilled into. It was determined that the craniotome was damaged by improper burr insertion and excessive force during use. It was further determined that the force caused the burr device to deflect and come into contact with the dura guard. The assignable root cause of the component damage was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment test, it was discovered that the craniotome device had noisy bearings. During in-house engineering evaluation, it was observed that the device tip was drilled into. The reporter stated that the device was not used surgically at the time. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.